Event description:
The patient was admitted for a procedure in 2008 with a 90%, moderately calcified, de novo lesion in the posterior descending artery. It was noted that the vessel was moderately tortuous. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was being delivered, but it would not cross the calcified section of the distal right coronary artery (rca). Therefore, balloon angioplasty was conducted at the distal end of the distal rca. Then the cypher was redelivered, but it would not cross the same section. Therefore, the physician retrieved the cypher from the patient and visually confirmed the stent to be flared at the distal end. Eventually, the procdure was finished successfully with the implant of a taxus stent. There was no patient injury reported. The physician did not indicate any anomalies prior use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.